Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and a right atrial (ra) lead from another manufacturer exhibited high out of range pace impedance measurements. Boston scientific technical services recommended bringing the patient into the clinic to evaluate the system. The device remains in service. No adverse patient effects were reported.